Event description:
It was reported that the system controller driveline connector had wires showing. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the system controller power cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(4) ) revealed that the strain relief on the connector side of the white power cable was broken, and the outer jacket was torn beneath the broken strain relief. The tear in the outer jacket exposed the underlying braided shielding. Both power cables were also observed to be kinked. Electrical testing of the power cables revealed slightly elevated resistances consistent with the early stages of conductor breakdown. The observed power cable damage did not affect the functionality of the system controller. The system controller operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The outer jacket was removed from the power cable and the underlying conductors were found to be in unremarkable physical condition. The log file downloaded from the returned controller contained approximately 34 days of data ((B)(6)2021 ¿ (B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 11:22:48 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook, rev. C, section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller driveline connector had wires showing. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the system controller power cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(4) ) revealed that the strain relief on the connector side of the white power cable was broken, and the outer jacket was torn beneath the broken strain relief. The tear in the outer jacket exposed the underlying braided shielding. Both power cables were also observed to be kinked. Electrical testing of the power cables revealed slightly elevated resistances consistent with the early stages of conductor breakdown. The observed power cable damage did not affect the functionality of the system controller. The system controller operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The outer jacket was removed from the power cable and the underlying conductors were found to be in unremarkable physical condition. The log file downloaded from the returned controller contained approximately 34 days of data ((B)(6)2021 ¿ (B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 11:22:48 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook, rev. C, section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.